Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was treated with injection vanotroy (2g, stat, intraperitoneally) and gentamycin (20 mg, intraperitoneally, once daily, for 21 days) for peritonitis. At the time of this report, the patient was recovered from the event. No additional information is available. This is report 2 of 3.